Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump was exposed to pool water. The blood glucose reading was 148 mg/dl. Condensation was visible under the display. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.